Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 598mg/dl and diabetic ketoacidosis. The customer was treated with intravenous insulin and saline to address the issue. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the customer had an underlying illness that may have contributed to customer's bg. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.